Event description:
Philips received a complaint on the intellivue x3 indicating that a "speaker not working" message appears on the device. It is unknown if the device produced sound. The device was in clinical use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. E1: reporting institution phone#: (B)(6). E1: reporter phone #: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed the issue. The rse advised the customer to perform an x3 reboot. The device was operational after the device was restarted. Attempts were made to verify if the speaker was able to produce sound, however, no further information was received. If additional information is received the complaint file will be reopened.